Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument was not able to secure the clip on the tissue. The customer used a different clip boat and no change. A new clip applier which worked perfectly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified outside of the patient while loading the clip prior to clip application not while the surgeon attempted to clamp on tissue or vessel. No clip opening after closure. No issues related to the clip applier jaws remaining static. No issues related to unexpected motion of the clip applier. Issue occurred during the second application. A backup was used to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have two bent grips, causing them to be misaligned. The offset at the tips was 0.76 mm. The grips were found to be cracked. One of the grips has a large crack in the teeth of the grip. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.